Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and showed no evidence of fluid flowing out of the distal luer lock. No signs of air bubbles or particulate matter were observed inside the tubing line. Further inspection revealed the cause of no flow was due to blockage from excess solvent at the solvent-bonded junction between the tubing and distal luer lock. The reported condition was verified. The cause of the excess solvent was due to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was requested for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not infuse. The device was filled with 30ml 0.9% sodium chloride and further reconstituted with an unspecified antibiotic. This issue was identified during patient infusion. A new device was reconstituted and infused with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.